Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported the abbott axsym rubella igg calibration failed with a new reagent and calibrator lot, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer stated the instrument probes were replaced in the last week and was advised to perform maintenance and decontamination procedures. The customer reported a successful calibration was achieved after decontamination and the issue was resolved. There was no impact to patient management reported by the customer.